Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 415 mg/dl and current blood glucose was 175 mg/dl. Customer did not want to troubleshoot the high blood glucose. Customer stated that, it was hard to pull out and when he did the sensor came out with the needle. The device is expected to be returned for analysis.